Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Serial number of the affected part was not provided. The product was replaced onsite for resolution, no product available to be returned for evaluation. No related capas. Per (B)(4). Cause - does not measure intracranial pressure accurately: a) compression cap design loosens during intended use leading to catheter sliding out beyond brain. B) compression cap on bolt can be over-torqued. Effect (harm)- delay in patient treatment. Residual risk - minor. Further investigation to be carried out.

Event description:
Part 1104hm - bolt becoming dislodged. 3 incidents. (Event 1/3). No injuries.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Complaint history review/trend analysis: (24 months review and percent of sales) 0 previously confirmed "integ-broke/disengage" complaints within the past two years. 5,875 - 1104hm units sold within past two years. Failure rate = 0.00% root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure mode: no device returned - unable to determine.

Event description:
Part 1104hm - bolt becoming dislodged. 3 incidents. (Event 1/3). No injuries.